Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a captiflex small oval snare was used. According to the complainant, the snare wire detached at the pull rod in the handle. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: manufacturer name is boston scientific - (B)(4). Visual evaluation of the returned device found the wire kinked and the handle cannula detached. The handle cannula has marks from the assembly process performed during manufacturing. The handle was disassembled, and no damage was found on the internal surface of the finger ring assembly. The complaint was confirmed; the handle cannula was detached. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. Corrective action has been initiated to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a captiflex small oval snare was used. According to the complainant, the snare wire detached at the pull rod in the handle. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: handle cannula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.